Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to replicate the reported issue. A nonconforming footswitch cabling was replaced to address the issue. The system was then tested and found to meet specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the serial (under investigation) with the same event code. The root cause of the reported event is attributed to nonconforming footswitch cabling. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser of an ophthalmic operating system was cutting off, causing the lights to start blinking. The procedure type and patient impact have not been reported. It is unknown whether the surgery was completed. Additional information has been requested, but none has been received to date.